Manufacturer narrative:
Follow-up # 1 ¿ (03/25/2015). The patient¿s test strips have been returned on 2/19/2015 and evaluated by lifescan product analysis on 3/13/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014 at 2:00 pm. The patient reported obtaining a blood glucose result of ¿24.1 mmol/l¿ with the subject meter. The patient manages her diabetes with insulin (novorapid 8 units in the morning, 6-12 units at lunch and 12 units at tea time; insulatard 10 units at bedtime). In response to the elevated result, the patient reported administering 6-7 units of insulin which she claimed was ¿too much¿. An unknown time after the alleged inaccuracy issue occurred, the patient reported developing ¿hypoglycemic symptoms of panic and confusion¿. The patient claimed she treated herself with sweets and milk in response to the symptoms. It is not known if the patient performed a blood glucose test on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ serious injury criteria. However, this complaint is being reported as a malfunction because the alleged symptoms and treatment did not correlate with the reported lfs meter result.